Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the patient condition was okay after the procedure.

Event description:
It was reported that the device dislocated and was successfully repositioned. No further information is available.